Event description:
It was reported by the clinician that at approx 12:30 pm in 2008, the intra-aortic balloon (iab) was inserted through a sheath in the operating room. There was no bleeding at the time. The next day at 8:00 pm, the respiratory therapist was called to the bedside for an alarm. The alarm was high pressure. On twenty seven days later, the clinician stated the pt was fine and did not require another iab. Therapy was discontinued. No further info is available.

Manufacturer narrative:
F/u report will be filed if add'l info becomes avail.